Event description:
A positive advia centaur troponin ultra result was obtained on a patient sample, which was very high. This patient sample was repeated twice and the troponin ultra results were still positive but not as elevated as the original test result. The repeat results were reported to the physician. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result is unknown. The instrument is performing within specifications. No further information of the device is required.